Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Reportedly, the customer did not address the source of the occlusion and resumed insulin. Customer continued to encounter occlusion alarms and ultimately changed out the infusion set site/tubing and cartridge. No further occlusion alarms occurred. Customer's blood glucose level was impacted (elevated) but was reported as coming down.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.